Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus deutschland (ode). Following additional high level disinfection at ode, the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp.(omsc) was informed that unspecified bacteria was continuously detected from the instrument channel of the subject device during two monthly microbiological culturing tests at the facility. The number and type of the bacteria was not informed. The facility also reported that the subject device tested positive for following bacteria. On (B)(6) 2017; the air/water channel tested positive for enterococcus faecium (the number was unknown). On (B)(6) 2017; the subject device tested positive for unspecified bacteria (1 cfu/ml). There was no report of patient infection associated with the event.